Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On october 17, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: mentor became aware that it was erroneously omitted from the supplemental report (follow up 3), sent on october 17, 2025, that the patient was actually diagnosed with unacceptable appearance of breasts. This medwatch form is for the left breast prosthesis. The unacceptable appearance of the right breast will be reported under mrn: 1645337-2025-11973.

Manufacturer narrative:
On september 12, 2025, mentor received additional information indicating that the date of explantation will be on (B)(6) 2025.

Manufacturer narrative:
On september 30, 2025, mentor received additional information indicating that upon removal, the implant was identified to be intact. The patient's implants were replaced bilaterally with non-mentor implants.

Event description:
It was reported that a patient underwent primary breast augmentation with two 425cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).